Manufacturer narrative:
The potential patient treatment delay happened as the technician could not register a patient. The connection loss to the workstation stopped the scanning. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found, a follow-up MDR will be submitted.

Event description:
The technician could not register a patient and brought the patient to the hospital.